Manufacturer narrative:
Investigation result: eight mz1000 samples were received for investigation. Five samples were received without packaging, one was received in opened packaging from lot 24115155, and two were connected to an unknown extension set with clear residual fluid inside. The customer reported "on each valve, a syringe and tubing were connected to an sap being administered when suddenly the valve stopped working. This prevented the administration of the products. Possible valve pressure problem." Visual inspection of the returned samples identified that the sample returned in opened packaging had a broken male luer tip stuck inside of the female luer adaptor of the maxzero. The rest of the returned samples were subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe; in all instances, no restriction or occlusion of flow was observed. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 24115155 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero product family in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector was occluded. The following information was provided by the initial reporter, translated from french to english: on each valve, a syringe and tubing were connected to an sap that was being administered when the valve suddenly stopped working. This prevented the administration of the products. Possible valve pressure problem. Additional information received from the customer: did the patient or user suffer any harm? Increase in the duration of the medical procedure. Could you confirm how the defect was identified? Defect identified during use, healthcare professional unable to administer the products. Could you confirm whether the defect was identified during priming or during infusion? If during infusion, at what point exactly? Defect observed during infusion. Could you confirm the infusion configuration (gravity or pump, height of the infusion line, patient entry point, infusion flow rate and pressure, infusion line configuration (other extensions or accessories), etc.)? No information. Could you confirm the brand and model of the connected product(s)? No information could you confirm which substance was being infused at the time of the incident? Noradrenaline, hypnovel, dexdor.